Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
An easy-out failed during removal of a 4.0mm cannulated cancellous screw. The tip of easy-out as well as the implant were left in the patient.